Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) was consulted, discussed possible defibrillation threshold (dft) test. This ICD remains in service. No adverse patient effects were reported.